Event description:
It was reported that the pump did not boot up and displayed a blank screen with a solid audible beep. The event occurred during bench testing. There was no patient involvement. Evaluation of the returned device confirmed the reported issue was due to a faulty printed circuit board.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the device alarmed with a blank screen. The cause was traced to a faulty printed circuit board. The customer declined repairs for the unit.